Manufacturer narrative:
No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the patient's right hip was revised due to elevated metal ions.

Event description:
It was reported that the patient's right hip was revised due to elevated metal ions.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown meridian stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.